Event description:
Information received indicates, the head of the bed will not lower.

Manufacturer narrative:
Analysis of the information provided indicates pre-analytics as a possible cause for the high estradiol results. The customer is not using rack adaptors and centrifugation time is insufficient. No instrument malfunction was indicated. The involved patients were not affected by the initial results.

Event description:
User received questionable results for estradiol and progesterone on the elecsys 2010 disk analyzer, (B)(4). Three patient samples collected from patients on ivf therapy were involved in the event. One patient sample was discrepant for estradiol. Initial estradiol result gave 3331 pg/ml. This result was reported outside the laboratory. The physician called the laboratory questioning the result before seeing the patient. The sample was repeated giving a estradiol result of 83.70 pg/ml. Patient was not affected. The field service representative determined there was a problem with the estradiol reagent. He ran performance tests which verified proper operation.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.